Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible broken sensor wire. Patient experienced deployment difficulties, and upon sensor removal, sensor wire detached from applicator. Patient reported that the wire did not properly deploy and did not puncture skin.